Event description:
Baby was second of twins born vaginally with use of mityvac extractor for mid-vacuum delivery. First application of mityvac placed at 4 in. Was taken off with much blood in the tubing. The baby's head was in the pelvis. Second application of mityvac was easy with mother pushing with contraction. Baby's head delivered easily. Baby had lusty cry and apgars of 8 at 1 and 5 minutes. Forty minutes post delivery, baby was declared brain dead. It is unknown if the mityvac device contributed to this event and following death. Autopsy revealed subdural hematoma, subgaleal hematoma, subcutaneous hematoma, subarachnoid hemorrhage, markedly edematous congested brain.